Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01may2026 has been used as a placeholder. The device is available for evaluation; however, has not been received.

Event description:
The event involved a primary plum microdrip 150 ml burette set, clave additive port, clave secondary port, 2 clave y-sites, secure lock. It was reported that air was in a line under the cartridge and no alarms were went off. The pump was then tested on the first day using only the 0.5 ml/hr rate, and by the end of the day there were multiple instances where air was present in the line. On day two, a second pump was included, and testing was performed at different rates. All three channels ended with air in the lines, as well as a buildup of air bubbles in the round chambers of the cartridge, there was no patient involvement and no patient harm, the event occurred during testing.